Manufacturer narrative:
Sample collection and storage information were not supplied. Qc was within established ranges before the event and out of their ranges after the event. The customer's biomedical engineer replaced the collar wash valve on reagent probe b.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously low cr-s result (0.0 mg/dl) generated by the unicel dxc 600 instrument, for one (1) patient sample. Re-run of patient sample yielded 0.9mg/dl. There was no change to patient diagnosis or treatment.